Event description:
Meridian ivc filter placed in 2012 found to be multiply fractured (5 arms/legs detached) with one leg embolized to the right pulmonary artery and 4 retained locally. The tip-embedded filter and all local elements were removed with forceps and the fragment from the rpa using a snare.